Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that before use of bd vacutainer® flashback blood collection needle the needle dropped from the shield when the non patient shield was removed. The following was reported by the initial reporter: stage: when opening the package. Defect; needle separate from hub. Impact: no other adverse effects were caused to the patient. Medical staff in the department suffered needle stick injuries. The needle dropped from the IV shield when the non-patient shield is removed. D10: device available for eval yes, d10: returned to manufacturer on: 17-oct-2023. H.6. Investigation summary: bd received 7 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for loose IV shield with the incident lot was observed in 3 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of bd vacutainer® flashback blood collection needle the needle dropped from the shield when the non patient shield was removed. The following was reported by the initial reporter: stage: when opening the package defect; needle separate from hub impact: no other adverse effects were caused to the patient. Medical staff in the department suffered needle stick injuries. The needle dropped from the IV shield when the non-patient shield is removed.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of bd vacutainer® flashback blood collection needle the hub separated from the device. The following was reported by the initial reporter: stage: when opening the package. Defect; needle separate from hub. Impact: no other adverse effects were caused to the patient. Medical staff in the department suffered needle stick injuries.